Manufacturer narrative:
Other applicable components are: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator for radicular pain syndrome(radiculopathies). It was reported that the patient had a loss of stimulation. The patient was concerned that one of their leads was fractured or disconnected. Group b worked and they could feel stimulation; however, group a was better at covering their pain. The patient could not feel stimulation on group a at 8.5v. There were no reported traumas or falls. The patient had an x-ray a month ago. The patient programmer verified that stimulation was on. The issue did not resolve with turning up or down voltage in group a. This was stated to have started a couple of days ago in (B)(6) 2016. The patient was redirected to their health care professional (hcp) due to their concern about their lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.